Event description:
The customer reports that the spring wire guide kinked during use.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) assembly in a cvc kit with lidstock for evaluation. Visual inspection of the swg revealed multiple kinks in the wire guide body. Microscopic examination confirmed the kink(s) and both welds were attached and fully spherical. The kinks in the wire guide body were at 435mm, 367mm-392mm, and 580mm from the proximal tip. There was also a bend located at 530mm from the proximal tip. The spring wire guide length measured 603mm which is within specifications of 596-604mm per swg product drawing. The outer diameter of the spring wire guide measured 0.795 mm which is within specifications of 0.788-0.826mm per swg product drawing. The returned guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire only encountered resistance at the kinks in body. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked multiple times between 435-580mm. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide kinked during use.